Event description:
It was reported that the patient experienced pain at the spinal cord stimulation implantable pulse generator (ipg) site. The patient underwent a revision procedure in which the ipg was repositioned. No additional adverse patient effects were reported. The patients pain improved postoperatively.

Manufacturer narrative:
Block b3 date of event: date approximate. Event date was 1-2 years ago.